Event description:
Boston scientific received information that during the implant procedure, higher shock impedances of 106 to 110 ohms were observed with this implantable cardioverter defibrillator (ICD) and the patient's right ventricular (rv) defibrillation lead. Defibrillation threshold (dft) testing was performed and shock impedances of 81 ohms were noted. Following dft's, shock impedances were checked again and measurements were 93 ohms. Boston scientific technical services (ts) discussed that it was possible that the patient's cardiac tissue and/or patient body habitus contributed to the higher shock impedance values. Ts also discussed that this was a single coil lead and could expect lead impedances to be on the higher side. Additional information was provided that shock impedances of greater than 125 ohms were noted approximately three months later. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received noting that latitude red alerts were still being generated from this system due to high shocking impedance measurements. A boston scientific technical services consultant discussed variations in measurements as expected for this system and stated that they do not anticipate an issue with the lead; although, the measurements are outside of the recommended range of 20-80 ohms and higher than typical for single coil leads. An x-ray was recommended of the pocket to evaluate the lead to device connection. The caller will discuss the issues with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.